Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: patient with history of pulmonary embolism was scheduled for inferior vena cava (ivc) placement. Access was gained via the right internal jugular vein. A cavogram demonstrated a widely patent inferior vena cava and no thrombus. The denali ivc filter was deployed infrarenal and a venogram confirmed good positioning. Approximately one month post ivc filter deployment, CT demonstrated thrombus extending cranially from the tip of the ivc filter. Two days later patient was scheduled for ivc filter retrieval and deployment of a second ivc filter in conjunction with cardiothoracic surgery. Access was gained via the right internal jugular vein and a second denali ivc filter was deployed infrarenally. The initial ivc filter was subsequently removed using a loop snare. An inferior vena cavogram demonstrated successful placement of the ivc filter. Approximately one month post second ivc filter deployment, patient presented with right-sided neck pain, chest pain and dyspnea. A CT demonstrated acute bilateral pulmonary embolus. Approximately one year two months post second ivc filter deployment, patient was scheduled for ivc filter retrieval. Access was gained via the right internal jugular. A venocavogram demonstrated occlusion of the ivc at the level of the midportion of the ivc filter. Multiple unsuccessful attempts were made to retrieve the ivc filter by use of a stiff glidewire. The procedure was aborted. Approximately one year three months post second ivc filter deployment, patient was again scheduled for ivc retrieval. Access was gained via the right internal jugular. Using a seldinger technique, the hook of the ivc filter was snared and removed successfully. No complications were reported. Investigation review: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one month post deployment, patient presented with right-sided neck pain, chest pain and dyspnea. A CT demonstrated acute bilateral pulmonary embolus. Approximately one year two months post second ivc filter deployment, a venocavogram demonstrated occlusion of the ivc at the level of the midportion of the ivc filter. Multiple unsuccessful attempts were made to retrieve the ivc filter by use of a stiff glidewire. Approximately one year three months post deployment, using a seldinger technique, the hook of the ivc filter was snared and removed successfully. Therefore, the investigation is confirmed for occlusion of the filter and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post implantation; however, the relationship to the filter is unknown. Per the provided medical records, a stiff glidewire was used in the unsuccessful retrieval attempt. Per the current IFU (instructions for use), "remove the denali filter using an intravascular snare only.¿ therefore, the use of a glidewire to capture the device could have resulted in the retrieval difficulties. However, the definitive root cause for the reported events is unknown. Labeling review: the current IFU (instructions for use) states: warnings: do not attempt to remove the denali filter if significant amounts of thrombus are trapped within the filter or if the filter snare hook is embedded within the cava wall. Remove the denali filter using an intravascular snare only. Refer to the ¿optional procedure for filter removal¿ section for details. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately one month post vena cava filter deployment, a CT scan demonstrated acute bilateral pulmonary embolus. Approximately one year two months post filter deployment, during scheduled retrieval of the filter, occlusion of the ivc at the level of the midportion of the filter was identified. Multiple attempts to retrieve the filter were unsuccessful. Approximately one year three months post filter deployment, the filter was removed successfully. The current status of the patient is unknown.